Event description:
It was reported by the physician the device was used during a diagnostic laparoscopy. It was reported the surgeon attempted to fire the 355ld and the shield fired prematurely covering the blade of the trocar, thus not allowing the blade of the trocar to penetrate peritoneum. A new 355ld trocar was pulled to complete the case. There was no consequence to the pt.